Event description:
This spontaneous case report from a consumer in united states was identified in the internet on (B)(6) 2013 on a page of a newspaper in the united states. The report refers to the reporting (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods, joint pain, sharp pelvic pain, the coils had moved into her uterus and became embedded there, coils removed vaginally but xrays show several foreign bodies in uterus, she believes these (foreign bodies) may be essure fragments, and she was debilitated by pain. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. In 2009, the consumer had essure (fallopian tube occlusion insert) inserted. In 2011, consumer founded a (B)(6) group on essure problems after she had experienced heavy periods, joint pain, sharp pelvic pain, and other symptoms (unspecified) before learning the coils had moved into her uterus and became embedded there. The coils were removed vaginally but x-rays show several foreign bodies in uterus, she believes these (foreign bodies) may be essure fragments. Consumer plans to schedule a hysterectomy, she did not know whether this would make it any better, but she has been debilitated by pain. Consumer considered the events related to essure. Follow up (B)(6) 2014 and (B)(6) 2014: no new information. Unable to proceed with follow-up as contact information not available for consumer. On (B)(6) 2014 the case was closed. Follow-up information received on (B)(6) 2014: the reporting consumer stated that the consumer referred in this case had suffered a life-threatening event. Follow-up received on (B)(6) 2014: according to the consumer essure coil punctured a uterus, adhered to outside (the previous reported event the coils had moved into her uterus and became embedded there was amended to essure coil punctured a uterus, adhered to outside). The consumer was not hospitalized. Follow up information received on (B)(6) 2014 from consumer (posted on a website platform): essure was inserted for birth control. Consumer stated that she was taking ibuprofen because was presenting joint deterioration and that the inflammation was painful. No further information was provided. Follow-up received on (B)(6) 2014: information received from consumer (posted on a website platform), states that essure has left her with chronic pain. Result and assessment of the product technical complaint investigation received on (B)(6) 2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode medical assessment: in this particular case, a technical defect (breakage) was reported together with usability issues (complicated removal). No batch number was reported. No complaint sample was provide. The technical assessment concluded an unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. Uterine/fallopian perforation may occur with transcervical intrauterine procedure. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Follow up information received on (B)(6) 2015 from lay press: it was stated patient´s device broke into pieces inside her uterus and ultimately she underwent a hysterectomy. No further information provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as an embedded device (partial perforation). After coils were removed vaginally, the ultrasound showed foreign bodies and she believed these (foreign bodies) could be essure fragments. The partial perforation was considered serious by the reporter due to life-threatening condition. Both events were considered serious due to required intervention and therefore the case was regarded as incident. According to essure's reference safety information, the partial perforation is listed and the breakage is unlisted. According to product technical complaint (ptc) analysis, the breakage is an anticipated failure mode. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the embedment was diagnosed after an unknown time of essure use. Based on the information received, a causal relationship between the reported event and the suspect insert cannot be totally excluded. During difficult insertion, single cases have been reported of essure breakage. In this case, it is not clear when the device breakage occurred, but since there is no alternative explanation, this event was considered related to essure. Other non-serious events were reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected since this is a lay-press/social media case.

Manufacturer narrative:
Follow-up received on 12-aug-2015: consumer reported via regulatory (reference# FDA-2014-n-0736-0017/ FDA-2014-n-0736-0015) that she was implanted with essure in 2009. She states that she found out her coils were embedded in her uterus in 2011. After improper removal, leaving her with fragments, she spent three years trying to find a doctor to help her. In those five years, she suffered with severe and chronic pelvic pain, insane and constant bleeding, unexplained fevers and joint deterioration leading to several joint surgeries. She has developed autoimmune disorders, chronic unexplainable and untreatable debilitating headaches. She has had a total of six surgeries since 2009 and is facing her next one on (B)(6). In addition, consumer reported that she was a perfectly healthy and active woman before getting essure and states that it is no longer the case, even after a hysterectomy, bilateral salpingectomy and removal of her cervix and left ovary she still deals with the systemic problems. Follow-up from 11-aug-2015: no new information provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as embedded device. After coils were removed vaginally, ultrasound showed foreign bodies and she believed these could be essure fragments. It was also reported that essure migrated (suspicion to be located at her bowels) (interpreted as device dislocation) and she had nonstop bleeding after essure insertion. Partial perforation was considered serious by the reporter due to life-threatening condition. Device dislocation into abdominal cavity is serious due to medical importance. Both events are listed in the reference safety information for essure. Device breakage is serious due to medical importance and listed according to product technical analysis. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. Also, single cases have been reported of essure breakage. In this case the exact date and mechanism of the events were not known. However based on the information received a causal relationship with the suspect insert cannot be excluded. Since the nonstop bleeding occurred after essure insertion and there is no alternative explanation, this event is considered related to essure use. Also, events joint deterioration/ inflammation painful and auto immune disorders were reported and considered serious due to medical significance and unlisted for essure. Given the pathophysiology of these events and essure's local effect in the fallopian tubes, they were assessed as unrelated to essure. This case was regarded as incident since a surgical intervention was required. Other non-serious events were reported. A product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information received on 04-may-2015: the consumer reported to a newspaper that she experienced severe pain and nonstop bleeding for two years after receiving the implant in 2009. Eventually the physicians discovered that the coils had somehow lodged in her uterus and had broken apart. She had several operations, including a hysterectomy, to remove the fragments. At time of the report, she stated that she still takes ibuprofen daily to manage her pain. Follow up information received on 03-may-2015 and 04-may-2015: no new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as an embedded device. After coils were removed vaginally, the ultrasound showed foreign bodies and she believed these (foreign bodies) could be essure fragments. It was also reported that essure migrated (suspicion to be located at her bowels) (interpreted as device dislocation into abdominal cavity) and she had nonstop bleeding after essure insertion. The partial perforation was considered serious by the reporter due to life-threatening condition. Device dislocation into abdominal cavity is serious due to medical importance and listed. Device breakage is serious due to medical importance and listed according to essure's reference safety information. However, according to product technical analysis (ptc), micro-insert breaking off during the procedure is an anticipated event. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure, including essure insertion. Also, during difficult insertion, single cases have been reported of essure breakage. In this case, the exact date and mechanism of embedment were not known. It was also not clear when the device breakage occurred. However, based on the information received, a causal relationship between the reported events and the suspect insert cannot be excluded. Since the nonstop bleeding occurred after essure insertion and there is no alternative explanation, this event is considered related to essure use. This case was regarded as incident since a surgical intervention was required. Other non-serious events were reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted on or about (B)(6) 2009. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, severe lower back pain, fevers, extreme fatigue, severe joint pain, depression, and extreme menstrual changes. She had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as embedded device. After coils were removed vaginally, ultrasound showed foreign bodies and she believed these could be essure fragments. It was also reported that essure migrated (suspicion to be located at her bowels) (interpreted as device dislocation) and she had nonstop bleeding after essure insertion. Partial perforation was considered serious by the reporter due to life-threatening condition. Device dislocation into abdominal cavity is serious due to medical importance. Both events are listed in the reference safety information for essure. Device breakage is serious due to medical importance and listed according to product technical analysis. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. Also, single cases have been reported of essure breakage. In this case the exact date and mechanism of the events were not known. However based on the information received a causal relationship with the suspect insert cannot be excluded. Since the nonstop bleeding occurred after essure insertion and there is no alternative explanation, this event is considered related to essure use. Also, events joint deterioration/ inflammation painful and auto immune disorders were reported and considered serious due to medical significance and unlisted for essure. Given the pathophysiology of these events and essure's local effect in the fallopian tubes, they were assessed as unrelated to essure. This case was regarded as incident since a surgical intervention was required. Other non-serious events were reported. A product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up identified on 18-oct-2015 and 23-oct-2015: this cases have been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1731 and FDA-2014-n-0736-1732). Consumer reported that essure was implanted 3 months after the birth of her son. Her doctor prescribed her a medication for headaches and it worked because she had no headaches for 4 days out of five years. She had mris, CT scans, pain medication, pain injections and steroids, none of which made her headaches go away. Follow-up received on 01-nov-2015: no new information provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as embedded device. After coils were removed vaginally, ultrasound showed foreign bodies and she believed these could be essure fragments. It was also reported that essure migrated (suspicion to be located at her bowels) (interpreted as device dislocation) and she had nonstop bleeding after essure insertion. Partial perforation was considered serious by the reporter due to life-threatening condition. Device dislocation into abdominal cavity is serious due to medical importance. Both events are listed in the reference safety information for essure. Device breakage is serious due to medical importance and listed according to product technical analysis. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. Also, single cases have been reported of essure breakage. In this case the exact date and mechanism of the events were not known. However based on the information received a causal relationship with the suspect insert cannot be excluded. Since the nonstop bleeding occurred after essure insertion and there is no alternative explanation, this event is considered related to essure use. Also, events joint deterioration/ inflammation painful and auto immune disorders were reported and considered serious due to medical significance and unlisted for essure. Given the pathophysiology of these events and essure's local effect in the fallopian tubes, they were assessed as unrelated to essure. This case was regarded as incident since a surgical intervention was required. Other non-serious events were reported. A product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information was received on 15-feb-2015: consumer stated essure migrated (suspicion to be located at her bowel). She also informed that had already six surgeries due to essure and was still facing another one. Follow-up information received on 02-mar-2015. No new clinical information provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside, interpreted as an embedded device. After coils were removed vaginally, the ultrasound showed foreign bodies and she believed these (foreign bodies) could be essure fragments. It was also reported that essure migrated (suspicion to be located at her bowels) (interpreted as device dislocation into abdominal cavity). The partial perforation was considered serious by the reporter due to life-threatening condition. Device dislocation into abdominal cavity is serious due to medical importance and listed. Device breakage is serious due to medical importance and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, during difficult insertion, single cases have been reported of essure breakage. In this particular case, the exact date and mechanism of embedment were not known. It was also not clear when the device breakage occurred. However, based on the information received, a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. Other non-serious events were reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside"), device breakage ("device broke into pieces inside her uterus/ operation left fragments behind / device breakage"), device expulsion ("the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside / malposition of essure device one completely in uterus, the other partially expelled and curled up on itself / migration of essure devic"), device dislocation ("essure migrated (suspicion to be located at her bowel)."), genital haemorrhage ("nonstop bleeding / insane and constant bleeding/several episodes of bleeding after the hysterectomy /abnormal bleeding (general)"), autoimmune disorder ("auto immune disorders"), arthritis ("joint deterioration/ inflammation painful / joints will swell and get stiff"), exostosis ("bone spurs"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis") in a (B)(6)-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coils removed vaginally but xrays show several foreign bodies in uterus". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6).), c-section, large for dates baby, abortion, arthroscopy, tonsillectomy, uterine bleeding, endometrial biopsy and cannabis use. Previously administered products included for birth control: pills from 2004 to 2005; for an unreported indication: tramadol, valium, ibuprofen and vicoprofen. Concurrent conditions included overweight, dysuria, nonsmoker, sexually active, alcoholic, swollen tongue, lymphoid tissue hyperplasia, cervicalgia, tobacco user and ovarian cyst. Family history included diabetes (mother), hypertension (mother), heart disease, unspecified (paternal grand father, maternal grand father and mother), emphysema (maternal grand father), endometrial ablation (siblings:), breast cancer (mother) and asthma (children). Concomitant products included ibuprofen for pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("debilitated by pain/chronic pain/physical pain/constant pain / pain, severe and persistent pain"), fatigue ("extreme fatigue / fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced headache ("chronic unexplainable and untreatable debilitating headaches"), small fibre neuropathy ("small fiber neuropathy"), neuralgia ("occipital neuralgia / neuralgia /nerve pain") and migraine ("migraines"). In 2011, the patient experienced embedded device (seriousness criteria life threatening and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and visual impairment ("right eye has dark spot in center of vision and vision is deteriorating in right eye"). In (B)(6) 2013, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and anxiety ("anxiety"). In 2014, the patient experienced endometriosis (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), cervicitis (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), exostosis (seriousness criterion medically significant), arthralgia ("joint pain/ joint problems attributed to autoimmune response / joint pain"), menorrhagia ("heavy periods/ abnormal bleeding (menorrhagia)"), complication of device removal ("coils removed vaginally but xrays show several foreign bodies in uterus"), pyrexia ("unexplained fevers/ I run fevers with flares / fevers"), back pain ("severe lower back pain"), menstrual disorder ("extreme menstrual changes"), procedural pain ("painful insertion procedure"), muscular weakness ("muscle weakness"), cardiovascular disorder ("blood circulation problems"), spinal osteoarthritis ("degeneration of my neck and spine"), arthropathy ("joint deterioration"), ligament rupture ("she had torn her acl (understood as anterior cruciate ligament) in her knee"), allergy to metals ("developed metal sensitivity"), raynaud's phenomenon ("raynaud"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), acne cystic ("cystic acne"), spinal pain ("cervical spine and mid-spine pain"), investigation noncompliance ("she did not undergo essure confirmation test."), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), neck pain ("neck pain"), musculoskeletal pain ("pain in her right shoulder"), bursitis ("bursitis"), tendonitis ("tendonitis"), lacrimal disorder ("slap tear pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), uterine pain ("the severe and persistent pain in her uterus") and adnexa uteri pain ("the severe and persistent pain in her fallopian tube"). The patient was treated with antibiotics, estradiol (estrace), surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery, surgery (left and right elbow epicondyle surgery), surgery (multiple reproductive organ surgeries), surgery (multiple reproductive organ surgeries) and surgery (multiple reproductive organ surgeries). Essure was removed on 14-mar-2014. At the time of the report, the embedded device, device breakage, device expulsion, device dislocation, autoimmune disorder, arthritis, exostosis, endometriosis, adenomyosis, cervicitis, menorrhagia, pyrexia, back pain, fatigue, depression, menstrual disorder, procedural pain, spinal osteoarthritis, ligament rupture, small fibre neuropathy, bladder disorder, urinary tract disorder, palpitations, hypertension, tooth disorder, dyspareunia, alopecia, post-traumatic stress disorder, acne cystic, visual impairment, spinal pain, investigation noncompliance, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, anxiety, neck pain, musculoskeletal pain, bursitis, tendonitis, lacrimal disorder and vaginal haemorrhage outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, and adnexa uteri pain had resolved, and the arthralgia, pain, complication of device removal, headache, muscular weakness, cardiovascular disorder, arthropathy, allergy to metals and neuralgia had not resolved. The reporter provided no causality assessment for muscular weakness, and procedural pain with essure. The reporter considered acne cystic, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, arthropathy, autoimmune disorder, back pain, bladder disorder, bursitis, cardiovascular disorder, cervicitis, complication of device removal, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, exostosis, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, investigation noncompliance, lacrimal disorder, ligament rupture, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, neck pain, neuralgia, pain, palpitations, post-traumatic stress disorder, pyrexia, raynaud's phenomenon, small fibre neuropathy, spinal osteoarthritis, spinal pain, tendonitis, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: patient reported that the essure insertion procedure was ¿excruciating¿ and that shortly thereafter she began experiencing constant bleeding and pain. She developed joint problems that she attributed to an autoimmune response and had to have surgery to remove the essure coils. She tries to wear jewelry, but irritates her skin. She used earrings and her ear looked like elephantiasis. After removal of essure the metal sensitivity did not recover. Finally recovered from the hysterectomy, and the two following surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. X-ray - on an unknown date: several foreign bodies in uterus on (B)(6) 2011, ultrasound showed, excessive or frequent menstruation. On (B)(6) 2011, ultrasound where he discovered the device had migrated to her uterus. On (B)(6) 2011, surgical pathology report showed, labeled explanted bilateral (2) essure devices, received in formalin are two v-shaped, pliable, silver coiled wire segments up to 3.8 cm in length, each with a diameter of 0.3 cm. Attached to the longer segment is a silver 6.0 x 0.1 x 0.1 cm. Pliable wire. Also received is a pliable, silver 15.5 x 0.1 x 0.1 cm wire segment. No sections on (B)(6) 2012, MRI of the cervical spine without contrast showed, 1. Essentially unremarkable MRI of the cervical spine. No abnormal calcification is suggested at c2/3. There is probably lymphoid hyperplasia at the tongue base. Rarely this could present lymphoproliferative disorder (such as lymphoma). On (B)(6) 2012, soft tissue neck CT showed, minimal prominence of the lingual tonsil bilaterally, probably benign. This can be evaluated with direct visualization if warranted. On (B)(6) 2012, CT of the pelvis showed, no evidence for radiopaque foreign body within the uterus. A small calcification near the uterine fundus likely represents a tiny fibroid on (B)(6) 2013, thoracic 'spine MRI showed, mild multilevel discogenic degenerative disease. Mild anterior wedging of t6-t8 without associated marrow edema is likely chronic/ physiologic. Small central protrusion at t3/t4 without central canal stenosis or neural foraminal narrowing. Sub-centimeter lesions in t9 and t11 are consistent with hemangiomata. 5 mm t2 hyperintense lesion in the t7 vertebral body is most likely an atypical hemangioma. On (B)(6) 2013, surgical pathology report showed, the specimen is received in fixative, labeled with the patient's name, and designated "ems". It consists of multiple pieces of blood, mucus and tan-pink soft tissue measuring 1.5 x 1.2 x 0.3 cm. In aggregate. Specimen is submitted in to in one (1) cassette. On (B)(6) 2014, MRI of the right knee showed, severe sprain of the anterior cruciate ligament without evidence of a full-thickness tear. Mild patellar tendinosis. Small areas of bone contusion involving the medial patella and medial femoral epicondyle. No evidence of fracture. On (B)(6) 2014, surgical pathology report showed, the specimen is labeled "left fallopian tube, left ovary, uterus, cervix, right fallopian tube". Received informal in is a uterus, cervix, attached ovary and fallopian tube and detached portion of fallopian tube. The uterus, cervix and left adnexa weighs 156 grams. The uterus measures 11.0 cm. In length, 7.0 cm. From cornu to cornu and up to 5.0 cm. In anterior-posterior thickness. The left fallopian tube measures 3.5 cm. In length and up to 2.0 cm. In width which includes the meso-ovarian tissue. A fimbriated end is noted. The ovary measures 2.5 x 1.5 and up to 1.0 cm. In thickness and has senescent features. The detached right fallopian tube measures up to 4.0 cm. In length including the fimbriated end, and 1.0 cm. In diameter. This was partially covered by a grey-white plaque at the distal portion. The serosal surface of the ovary shows tenaculum marks anteriorly and posteriorly. The endocervix is deviated to the right and the cervix measures 4.0 cm. In length and up to 2.0 cm. In diameter. The cervical os is probe patent with a stenotic os. The probe passes with difficulty. On sectioning, the endocervical canal is lined by tan tissue. The endometrial canal shows the usual triangular shape lined by hemorrhagic tissue and measures up to 0.3 cm. In thickness. The myometrium measures up to 3.2 cm. In thickness. The specimen radiograph shows a foreign body in the anterior aspect of the uterus near the left cornu region. The specimen is radiographed and shows a uterine metallic foreign body on the left at the uterine fundus at approximately 11 o'clock with the orientated specimen. The area of the foreign body is serially sectioned. No metallic object is recovered. The remaining portion are submitted as follows: 1.1 and 1.2 anterior cervix and endocervical canal; 1.3 and 1.4 - posterior cervix and endocervical canal; 1.5 and 1.6 - anterior endometrium; 1.7 and 1.8 - posterior endometrium; 1.9 - left para-ovarian tissue; 1.10 to 1.12 - left ovary, entirely submitted; 1.13 to 1.15 - left fallopian tube, entirely submitted; 1.16 to 1.18 - right fallopian tube, entirely submitted; 1.19 to 1.30 - portions of serosal surface in area of foreign body. The remaining tissue is separated anteriorly and posteriorly and returned to the specimen container, wrapped and designated "a" - anterior and second wrapping "p" - posterior. On (B)(6) 2014, xr/plain films for fluoro showed, small metallic foreign body. On (B)(6) 2015, MRI cervical spine wo contrast showed, mild multilevel discogenic degenerative disease. Small broad-based posterior disc bulges, asymmetric to the left at c4/cs and c5/c6 with facet arthropathy contributing to mild bilateral neural foraminal . Narrowing at c5/c6. No central canal stenosis. Possible small central protrusion/disc bulge at t31t4 assessed only sagittally. On (B)(6) 2016, complete ultrasound right breast showed, sonographic birads three: probably benign . 6 months sonographic follow-up of right breast lesion recommended on (B)(6) 2016, MRI breast bilateral w/wo contrast showed, multiple simple bilateral cysl . Complex l e s ion seen on patient ' s recent right breast ultrasound does not shew any enhancement or kinetics suspicious femoral malignancy. This finding however does merit surveillance with a short interval followup with sonography. This examination can be obtained at 4 - 6 months interval . On (B)(6) 2017, MRI of the cervical spine showed, moderate disc bulge at c5-6, central and eccentric to left without effect upon the spinal cord, but there is slight encroachment the lateral recess and the left neural foramen. On (B)(6) 2017, us breast bilateral partial showed, probably benign bilateral breast masses . This includes a right breast 8 :00 position mass and a l eft breast 2:00 position mass. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received -new events, raynaud, small fiber neuropathy, occipital neuralgia, bladder problem, urinary problems, heart palpitations, high blood pressure, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, right eye has dark spot in center of vision and vision is deteriorating in right eye, ptsd, cystic acne, cervical spine and mid-spine pain, investigation noncompliance, hormonal changes, bladder infection, urinary tract infection, vaginal infection, migraines, anxiety, endometriosis, adenomyosis, cervicitis, neck pain, pain in her right shoulder, bursitis, tendonitis, bone spurs, slap tear pain, abnormal bleeding(vaginal), the severe, and persistent pain in her uterus" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect, or malfunction caused a death, or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside"), device breakage ("device broke into pieces inside her uterus/ operation left fragments behind"), device dislocation ("essure migrated (suspicion to be located at her bowel)."), genital haemorrhage ("nonstop bleeding / insane and constant bleeding"), autoimmune disorder ("auto immune disorders") and arthritis ("joint deterioration/ inflammation painful") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coils removed vaginally but x rays show several foreign bodies in uterus". Concomitant products included ibuprofen for pain. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced embedded device (seriousness criteria life threatening and intervention required) with pelvic pain and device expulsion ("the coils had moved into her uterus and became embedded there/essure coil punctured a uterus, adhered to outside"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain/ joint problems attributed to autoimmune response"), pain ("debilitated by pain/chronic pain/physical pain/constant pain"), menorrhagia ("heavy periods"), complication of device removal ("coils removed vaginally but xrays show several foreign bodies in uterus"), arthritis (seriousness criterion medically significant), pyrexia ("unexplained fevers"), headache ("chronic unexplainable and untreatable debilitating headaches"), back pain ("severe lower back pain"), fatigue ("extreme fatigue"), depression ("depression"), menstrual disorder ("extreme menstrual changes"), procedural pain ("painful insertion procedure"), muscular weakness ("muscle weakness") and cardiovascular disorder ("blood circulation problems"). The patient was treated with surgery, surgery (hysterectomy) and surgery. Essure was removed. In 2015, the headache had resolved. At the time of the report, the embedded device, device breakage, device dislocation, genital haemorrhage, autoimmune disorder, arthralgia, menorrhagia, arthritis, device expulsion, pyrexia, back pain, fatigue, depression, menstrual disorder and procedural pain outcome was unknown and the pain, complication of device removal, muscular weakness and cardiovascular disorder had not resolved. Follow-up received on 12-aug-2015: consumer reported via regulatory (reference# (B)(4)) that she was implanted with essure in 2009. She states that she found out her coils were embedded in her uterus in 2011. After improper removal, leaving her with fragments, she spent three years trying to find a doctor to help her. In those five years, she suffered with severe and chronic pelvic pain, insane and constant bleeding, unexplained fevers and joint deterioration leading to several joint surgeries. She has developed autoimmune disorders, chronic unexplainable and untreatable debilitating headaches. She has had a total of six surgeries since 2009 and is facing her next one on (B)(6). In addition, consumer reported that she was a perfectly healthy and active woman before getting essure and states that it is no longer the case, even after a hysterectomy, bilateral salpingectomy and removal of her cervix and left ovary she still deals with the systemic problems. Follow up identified on 18-oct-2015 and 23-oct-2015: this case have been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(4) 2015 (B)(4). Consumer reported that essure was implanted 3 months after the birth of her son. Her doctor prescribed her a medication for headaches and it worked because she had no headaches for 4 days out of five years. She had mris, CT scans, pain medication, pain injections and steroids, none of which made her headaches go away. The reporter considered arthralgia, arthritis, autoimmune disorder, back pain, cardiovascular disorder, complication of device removal, depression, device breakage, device dislocation, device expulsion, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pain and pyrexia to be related to essure. The reporter provided no causality assessment for muscular weakness and procedural pain with essure. The reporter commented: patient reported that the essure insertion procedure was "excruciating" and that shortly thereafter she began experiencing constant bleeding and pain. She developed joint problems that she attributed to an autoimmune response and had to have surgery to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: several foreign bodies in uterus. Quality-safety evaluation of ptc: result and assessment of the product technical complaint investigation received on 16-sep-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. Medical assessment: in this particular case, a technical defect (breakage) was reported together with usability issues (complicated removal). No batch number was reported. No complaint sample was provide. The technical assessment concluded an unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. Uterine/fallopian perforation may occur with transcervical intrauterine procedure. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient reported that the she experienced painful insertion procedure which was "excruciating" and that shortly thereafter she began experiencing constant bleeding and pain. She developed joint problems that she attributed to an autoimmune response and had to have surgery to remove the essure coils. The operation left fragments behind and resulted in a hysterectomy. She reported that she was still dealing with chronic pain, muscle weakness and blood circulation problems. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.